Event description:
Customer reported receiving an alert for a low reading and the customer blood glucose readings were really 96 mg/dl. Customer stated that they received an alarm that they had reached their threshold suspend. Customer stated that the sensor read as low as 40 mg/dl while the blood glucose reading was really 90 mg/dl. Customer also stated that they have noticed bent cannulas in the past. Customer declined any further troubleshooting. Customer's blood glucose reading at the time of the call was 79 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.